Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent out of range could not be confirmed. Additionally, the pediatric share direct receiver (part number stk-pr-blu/serial number (B)(4)/lot number 5198409), being used with the transmitter, was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced; however, a review fo the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.